Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h11. : ¿this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.¿

Event description:
Healthcare professional reported of an unknown side device: rupture. The implant status is unknown.